Event description:
Customer reports 5 incident of blood leaks in the last one-and-one-half months on use numbers ranging from #4 to #14. No further info available. No pt injury or medical intervention reported for any of the incidents.